Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer not registering its open status at the station. A field service engineer replaced both the latch sensor and the latch insep, while also identifying that the drawer slide was damaged. An attempt was made to obtain a drawer slide from another field engineer; however, it was found to be incompatible with the drawer. During the process of addressing the issue with the drawer not registering as open, additional faulty drawer slides were discovered. Both drawer slides were subsequently replaced to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full height drawer 5 had consistently failed. When it attempted to recover, the drawer emitted a clicking sound, necessitating manual pulling to open it. There were no adverse events or injuries reported based on this event.